Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted ¿the old plug was adhered to the cord structures as well as the hernia sac. He was able to clear off the cord structures with sharp dissection. He divided the peritoneum that as attached to the plug mesh.¿ it was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 6/27/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/30/2024. Corrected information: d4 (primary UDI #). Additional b5 narrative: it was reported that following the procedure, patient experienced obstruction, hernia recurrence and pain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.